Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, once the procedure was completed using the original jagwire guidewire it was noticed that the tip had detached in the common bile duct. The detached fragment was removed using rat tooth forceps. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the return device found the pebax section completely detached from the device. There were no remnants of adhesive found. Additionally, the ptfe jacket and the detached pebax section were slightly scraped. All of the outer diameter measurements were confirmed to be within specification. The reported event of guidewire tip detached was confirmed through analysis of the returned device. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp).according to the complainant, once the procedure was completed using the original jagwire guidewire it was noticed that the tip had detached in the common bile duct. The detached fragment was removed using rat tooth forceps.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.